Manufacturer narrative:
D9 product available to stryker/ returned to manufacturer. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject guidewire device revealed that the middle section of the subject guidewire was noted to be kinked/bent. The subject guidewire nitinol tubing and core wire were noted to be broken/fractured 12cm from the distal tip . The platinum coil was noted to be stretched. The subject guidewire was hydrated and no anomalies were noted, there was no damage or peeling noted to the hydrophilic coating. The reported ¿guidewire distal end/tip kinked/bent¿ was confirmed. The reported ¿ hydrophilic coating peeling¿ was not confirmed. The subject guidewire device failed to meet specification when returned for analysis. The subject guidewire, tip of it could not moved together. The operator withdrew the subject guidewire out and found tip of it fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when delivered the subject guidewire, the operator found the tip of it was abnormal, so the operator withdrew it to check and found the subject guidewire was kinked and the coating was peeling off. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. Analysis of the returned subject guidewire device found the subject guidewire was fractured and stretched with some kinking noted. There were no anomalies noted to the hydrophilic coating. It is probable that the subject guidewire was fractured and stretched during navigation and manipulation through the patients anatomy, the stretched distal tip may have been perceived as being peeling of the hydrophilic coating. An assignable cause of procedural factors will be assigned to the reported ¿guidewire distal end kinked/bent¿ and to the analysed ¿guidewire broken/fractured during use¿, ¿ guidewire distal tip stretched¿ and ¿ guidewire kinked/bent¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of not confirmed will be assigned t the reported ¿ hydrophilic coating peeling¿, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported that during mca (middle cerebral artery) thrombectomy procedure, when delivering the subject guidewire, the physician found the tip of subject guidewire was abnormal (kinked) ,therefore the subject guidewire was withdrawn and found the hydrophilic coating at tip of the subject guidewire was peeling off. The subject guidewire was replaced with a new guidewire and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during mca (middle cerebral artery) thrombectomy procedure, when delivering the subject guidewire, the physician found the tip of subject guidewire was abnormal (kinked) ,therefore the subject guidewire was withdrawn and found the hydrophilic coating at tip of the subject guidewire was peeling off. The subject guidewire was replaced with a new guidewire and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.